Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air in line alarms which were not reproduced. Review of the event history log confirms multiple air in line messages. During a physical inspection of the device, cracks were found in the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.